Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 265 mg/dl. Troubleshooting was performed and found that the customer had been bolusing erratically prior to the event. When checking history files, it was discovered that the insulin pump had alarmed no delivery multiple times. The prime and high pressure tests passed. The insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.